Event description:
Pacemaker not capturing or sensing. V lead randomly firing on top of native rhythm of atrial fibrillation. Through-&-through fracture of v lead; not removed, new wire placed next to this one.